Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was gained via the femoral artery. The non calcified 3x38mm eccentric target lesion was located in the mid to distal right coronary artery. Pre-dilation was performed with a 3.0x15mm quantum maverick balloon catheter. A 3.0x38mm promus element stent failed to cross the lesion. The promus element stent was removed and stent damage was noted. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).